Event description:
It was reported that the beginning of a da vinci prostatectomy procedure, the surgical staff experienced system error 153. With the assistance of an isi technical support engineer, the site attempted to troubleshoot the issue by checking cables and restarting the system after undocking from the patient. Once powered back on, a system error message indicated to check the green cable. The site powered down the system, checked the green cable cable and restarted. The system successfully started up and the procedure continued. Two hours later, an isi field service engineer called in stating that system error code 153 reoccurred and the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error code 153 was associated with one of the remote interface adapter printed circuit assembly (ria pca) boards. The ria pca performs numerous tasks related to the function, control and hardware fault monitoring for a specific arm. There is a ria pca assigned to each system arm. The system was repaired by replacing the affected ria pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 153 is reported by hardware to denote a high side switch fault. This indicates that there was a short on the board that triggered this. In the event of these power supply issues, the system records the fault and transitions to a safe state. As of march 3, 2011, there have been no reported recurrences of the issue at this hospital.